Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose, hospitalization and no delivery alarm on the insulin pump. Customer¿s blood glucose level 587 mg/dl. Troubleshooting for no delivery alarm was performed. Customer came home from church and had high blood glucose levels. Customer¿s parent advised they took the customer to hospital and were unable to troubleshoot. Customer experienced diabetic ketoacidosis and they went into the hospital on (B)(6) 2017 at 7:30 pm. Customer advised their blood glucose levels would not go down and they vomited which resulted in hospitalization.